Event description:
Patient stated controller at 100% will only charge the donut to 60%. Patient stated the service rep did some adjusting over the phone but issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6)product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue with recharging and no device found message is, "controller at 100% wont charge donut to 100%." Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they charged their implanted neurostimulator to 100% last night, but the implanted neurostimulator only incremented to 50% and the controller charge depleted down all the way. Patient said they had to charge the controller again and then charge the spinal cord stimulator. Patient said the issue had been going on since implant date. Patient said they usually charged their controller to 100% overnight and then charged their ins. Pt said they always got good/excellent charge quality and it took about an hour to charge their ins. Pt said they kept the screen closed while charging ins. During the call, the patient got no device found. Patient pressed recharge and entered passive recharge mode. Patient got 39, 39, 99. Patient repositioned the recharger and got 39, 95, 96. Patient initiated a charging session of their implanted device with a recharge quality of excellent. Controller charge was 40% and implanted neuro stimulator charge was 90%. Pt said they just charged the controller last night. Patient reset the controller. Tss confirmed controller charging as expected on call and suggested the pt always charge the ins when the controller was at 100%. Tss suggested pt monitor the issue and call back if issue persisted.